Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the vision side cart (vsc)common computer controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the vision tower was not powering back completely following a power outage. After multiple power cycles and breaker resets, the vison tower did not power up and displayed indicating 'insufflator disabled'. When powering off the system, the vision side cart (vsc) did not respond correctly. The power button was activated, but the system did not countdown. Both observations are indicative of a faulty common computer controller (ccc) board within the vsc. The customer replaced the vsc and connected with another system sq0616 to finish this case. This was classified as down vsc event. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
The vision side cart (vsc) common computer controller (ccc) has been returned and evaluated by the failure analysis team on 11/10/2025. In lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into the golden system where reported failure was triggered by indicating faults on the ccc, replicating the report event. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bricked vsc ccc.

Event description:
Refer to h11 for follow-up information.